Event description:
It was reported that the right ventricular lead had chronically high threshold. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the inner insulation had breached metal ion oxidation (mio). It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled and melted, both the inner insulation and the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking and was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.